Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the ethernet cable was replaced and the site was able to transfer images without issue. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system that was used during a sacroiliac and thoracolumbar procedure. It was reported that when the site took a spin, they had all green status for the spin and when it transferred to the navigation system, they got the message stating that it's an unregistered spin and they had to do manual registration. The site took another spin and that was successful. Once the site replaced the ethernet cable, they were able to transfer images with no issues. There was a 10 minute delay due to the issue. There is no known impact on patient outcome. 2020-jan-21: initial reporter provided. It was reported that the spin type was a 3d spine spin.